Manufacturer narrative:
Follow-up #1: - device evaluation: the pump has been returned and evaluated by product analysis on 07/23/2015 with the following findings: a review of the pump¿s alarm history showed cs 064 call service alarms has occurred. No data from the time of the alarms was shown in the black box due to continued use. During testing, the pump completed the rewind, load and prime steps successfully and the pump was exercised for 24 hours with no alarms occurring. The call service alarms issue was shown in the pump alarm history but was not duplicated during investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).